Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the complete unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient called boston scientific technical services (ts) because the ios patient app was not working. Ts reviewed latitude clarity and found there was a connection issue between the patient app and the insertable cardiac monitor (icm) device. Upon further investigation, ts discovered icm device monitoring was disabled due to the device being at end of service (eos) battery status. This resulted in the initially reported connection issue. Ts advised the patient to contact their hospital. In addition, ts requested boston scientific engineering to analyze the icm device data. Engineering analysis of device data indicates the eos battery status was triggered by a low radiofrequency voltage measurement and suggested the clinic to return this icm device for a detailed analysis. No adverse patient effects were reported. This icm device remains implanted at this time. Additional information from boston scientific field representative indicates a surgical procedure has been scheduled to replace this icm device in the following weeks. In the meantime, the hospital placed a patch monitor in the patient.

Manufacturer narrative:
This report is report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the complete unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient called boston scientific technical services (ts) because the ios patient app was not working. Ts reviewed latitude clarity and found there was a connection issue between the patient app and the insertable cardiac monitor (icm) device. Upon further investigation, ts discovered icm device monitoring was disabled due to the device being at end of service (eos) battery status. This resulted in the initially reported connection issue. Ts advised the patient to contact their hospital. In addition, ts requested boston scientific engineering to analyze the icm device data. Engineering analysis of device data indicates the eos battery status was triggered by a low radiofrequency voltage measurement and suggested the clinic to return this icm device for a detailed analysis. Additional information from boston scientific field representative indicates a surgical procedure has been scheduled to replace this icm device in the following weeks. In the meantime, the hospital placed a patch monitor in the patient. Additional information indicates the patient underwent a surgical procedure to have their icm device explanted. The clinic decided not to implant a new icm device in the patient. No adverse patient effects were reported. The explanted icm device is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the complete unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient called boston scientific technical services (ts) because the ios patient app was not working. Ts reviewed latitude clarity and found there was a connection issue between the patient app and the insertable cardiac monitor (icm) device. Upon further investigation, ts discovered icm device monitoring was disabled due to the device being at end of service (eos) battery status. This resulted in the initially reported connection issue. Ts advised the patient to contact their hospital. In addition, ts requested boston scientific engineering to analyze the icm device data. Engineering analysis of device data indicates the eos battery status was triggered by a low radiofrequency voltage measurement and suggested the clinic to return this icm device for a detailed analysis. No adverse patient effects were reported. This icm device remains implanted at this time. Additional information from boston scientific field representative indicates the hospital intends to arrange an icm device replacement. In the meantime, the hospital plans to place a patch monitor on the patient. However, no medical or surgical intervention has been performed at this time.

Event description:
It was reported that the patient called boston scientific technical services (ts) because the ios patient app was not working. Ts reviewed latitude clarity and found there was a connection issue between the patient app and the insertable cardiac monitor (icm) device. Upon further investigation, ts discovered icm device monitoring was disabled due to the device being at end of service (eos) battery status. This resulted in the initially reported connection issue. Ts advised the patient to contact their hospital. In addition, ts requested boston scientific engineering to analyze the icm device data. Engineering analysis of device data indicates the eos battery status was triggered by a low radiofrequency voltage measurement and suggested the clinic to return this icm device for a detailed analysis. Additional information from boston scientific field representative indicates a surgical procedure has been scheduled to replace this icm device in the following weeks. In the meantime, the hospital placed a patch monitor in the patient. Additional information indicates the patient underwent a surgical procedure to have their icm device explanted. The clinic decided not to implant a new icm device in the patient. No adverse patient effects were reported. Initial information indicated that the explanted icm device was expected to be returned for analysis. However, the device has not been returned at this time.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve information regarding product return. As of today, no information has been received. If device is returned in the future, a supplemental report will be issued. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the complete unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient called boston scientific technical services (ts) because the ios patient app was not working. Ts reviewed latitude clarity and found there was a connection issue between the patient app and the insertable cardiac monitor (icm) device. Upon further investigation, ts discovered icm device monitoring was disabled due to the device being at end of service (eos) battery status. This resulted in the initially reported connection issue. Ts advised the patient to contact their hospital. In addition, ts requested boston scientific engineering to analyze the icm device data. Engineering analysis of device data indicates the eos battery status was triggered by a low radiofrequency voltage measurement and suggested the clinic to return this icm device for a detailed analysis. Additional information from boston scientific field representative indicates a surgical procedure has been scheduled to replace this icm device in the following weeks. In the meantime, the hospital placed a patch monitor in the patient. Additional information indicates the patient underwent a surgical procedure to have their icm device explanted. The clinic decided not to implant a new icm device in the patient. No adverse patient effects were reported. The explanted icm device is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the complete unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.